Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication the product caused or contributed to and adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-apr-2018 with the following findings: during investigation, the pump was powered up to a dim display with a red hue. Unrelated to the original complaint, the battery compartment was cracked starting at the threads to the left side of the grip pad down to the seal. The cartridge compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.